Event description:
It was reported that the autopulse multi-chemistry charger indicated that the autopulse li-ion battery was fully charged; however, only 3 light-emitting diodes (leds) are lit when the status check button is pressed on the battery. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 04/21/2014 for investigation. Investigation results as follows: the reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.